Event description:
The customer reported that she obtained blood glucose readings of 25 mg/dl at 9:42 a.m., 202 mg/dl at 9:44 a.m. And 205 mg/dl at 9:48 a.m. With the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer returned the contour next meter for evaluation, which had a different serial number from the one indicated to be associated with the event. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and the in-house contour next test strips from lot # 2hpeg02a using blood sample, which gave a satisfactory performance.